Event description:
During an eus procure, the device was advanced down the scope. Once in place and locked onto the scope, they could not advance the needle more than a few minutes out of the sheath. When they pulled needle out of the scope, the needle was jammed in the sheath and could not be fully retracted. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
This complaint is reportable to the FDA on the basis of the reporting precedence established for needle non-retraction for this product family, regardless of pt outcome. This complaint is related to an echo-hd-19-c device of lot number c659806. The echo-hd-19-c device involved in this complaint was not returned for eval. With the info provided, a document based investigation was carried out. A review of the mfg records for lot # c659806 revealed no issues which could have contributed to this complaint report. It is noted that the device expiry was may 23, 2014. The date this procedure was completed was not provided therefore, we cannot confirm if the device had expired prior to use. As the device was not returned for eval and conditions of device usage cannot be replicated in the lab, it is not possible to definitively state if this is the root cause of this complaint. The customer complaint is considered confirmed based on the customer testimony. A possible cause of this complaint is that the needle may have been kinked / bent during use. The needle can become damaged on its instruction into the endoscope, during use if the stylet was not fully in place or during advancement of the needle or if the device was being used in a tortuous anatomy. If the needle was kinked / bent during use this could result in the needle being stuck in the sheath preventing the needle fully retracting into the sheath. The complaint info reported that the endoscope was in an angled position during the procedure. This may have contributed to the difficulty the customer experienced advancing / retracting the needle. The notes section of the instructions for use that accompanies this device instructs the user to inspect the device prior to use for any damage, "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". Prior to distribution, all echo-hd-19-c devices are subjected to functional checks and visual inspection to ensure integrity of the product. The procedure was completed with another cook needle. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.